Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts are free from the delivery needle but remained attach to the device by the suture. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported t2 non-deployment cannot be confirmed. An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during case t1 was advanced, but t2 was not totally advanced. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.